Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively. The explanted device will not be returned.